Event description:
Additional information was received clarifying that the patient experienced an increase in seizures and was unable to perceive stimulation on-times from the device. Programming history was provided which showed that the patient's device showed a near end of service condition on (B)(6) 2015.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015 as the device was unable to be interrogated due reportedly due to an end of service condition. A battery life calculation could not be performed as no programming history is available. The explanted generator has not been returned to date. Follow-up revealed that for a month prior to generator replacement, the patient had been experiencing unspecified symptoms normally associated with end of service. Attempts for additional relevant information have been unsuccessful to date.